Event description:
It was reported that this was an arteriotomy closure of the common femoral artery using a proglide device after a percutaneous transluminal angioplasty procedure, with a 6fr sheath. Reportedly, a link break occurred. When the plunger was removed, the anterior cuff was attached to needle tip but no suture (blue suture, rail suture) was attached. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported link break was confirmed; however, this was a result of the incomplete plunger deployment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.